Event description:
It was reported that a healthcare professional expected the device to last longer. Review of manufacturer's database revealed that the patient later expired. No allegation of device-related death was received. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.